Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation. The sample was visually inspected and the reported condition was confirmed. The tubing was found to be separated from the luer lock. A batch review was performed on the reported lot with no deviations found. The assignable root cause could not be determined.

Event description:
The customer reported to baxter (B)(4) that on (B)(6) 2010, a baxter solution administration set was found with a separated distal luer lock. There is no patient involved. No additional information is available.